Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a high blood glucose level of 440 mg/dl. Customer stated that she was vomiting. The customer was wearing the insulin pump at the time of admission. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self- test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump was received with stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.